Event description:
It was reported that the distal tip of trial inserter broke off in trial.

Manufacturer narrative:
Method: risk assessment; results: device inspection, device history review and complaint history review could not be performed since the device was not returned. Conclusion: the plausible cause of the reported event is device fatigue as a result of normal use.

Event description:
It was reported that the distal tip of trial inserter broke off in trial